Event description:
It was reported that the device caused a dime-sized burn between the thumb and index finger of the surgeon's hand during a procedure at the user facility. The surgeon did not require any medical treatment for the burn. The procedure was completed successfully with no impact to the patient.

Event description:
It was reported that the device burnt the surgeon's hand during a procedure at the user facility. The surgeon did not require any medical treatment for the burn. The procedure was completed successfully with no impact to the patient.